Event description:
It was reported that a system error 2240 alarm (air in tubing) occurred on the homechoice (hc) during initial drain. The caregiver (cg) indicated that the home patient (hp) connected after therapy started and then triggered the system error 2240. The hp started over with new supplies to continue therapy. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.